Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) was advanced. After deployment of the closure device, st elevation was noted and there was a slight drop in the patient's blood pressure. There was no air observed in either the was or the wds. Anesthesia administered 100 mcg of neosynephrine and a coronary angiogram was performed. The st elevation resolved to normal and no further intervention was needed. The closure device was then fully recaptured as it did not meet release criteria. A 24 mm closure device was then deployed and released without incident. The patient was extubated in the hybrid operating room before being transferred to post-anesthesia care unit. A review of the fluoroscopy images post-procedure revealed an air embolism in the left ventricular area, which was determined to be the cause for the st elevation. Patient is doing well and was discharged home the next day. No further complications were reported.